Event description:
Complainant alleged that while attempting to treat a patient, the device would not discharge via electrode pads. The user then switched to paddles and during discharge a large spark was observed. The user delivered a second shock successfully via paddles and a spark was observed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical became aware of this reported event after receiving a maude event report from the FDA. During a follow up with the customer, they indicated that will not be returning the device to zoll medical for evaluation.